Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure/ migration of essure"), pelvic infection ("infection(other)describe: pelvic"), haemorrhage ("abnormal bleeding (general)"), cardiac failure congestive ("chf due to anemia"), anaemia ("chf due to anemia"), haemorrhagic anaemia ("acute anemia, hgb 3.7 from vaginal bleeding") and autoimmune disorder ("autoimmune disorder") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 ((B)(6) 1998, (B)(6) 2007, (B)(6) 2008). Concurrent conditions included morbid obesity. Concomitant products included ascorbic acid, bactrim (bactrim ds), docusate sodium (colace), ferrous sulfate, medroxyprogesterone (depo provera) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, 5 years 6 months after insertion of essure, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, pelvic infection (seriousness criterion medically significant), haemorrhage (seriousness criterion medically significant), cardiac failure congestive (seriousness criterion medically significant), anaemia (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), alopecia ("hair loss"), urinary tract infection ("urinary infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and skin disorder ("rashes or skin conditions"). The patient was treated with surgery (on (B)(6) 2015- she had hysterectomy with bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic infection, haemorrhage, cardiac failure congestive, anaemia, haemorrhagic anaemia, autoimmune disorder, vaginal haemorrhage, menorrhagia, rash, bladder disorder, urinary tract disorder, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, weight decreased, alopecia, urinary tract infection, female sexual dysfunction, hormone level abnormal and skin disorder outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, autoimmune disorder, bladder disorder, cardiac failure congestive, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, haemorrhage, haemorrhagic anaemia, hormone level abnormal, menorrhagia, pelvic infection, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs: new reporter added. Patient¿s demographics added. Historical conditions added. Products dates updated. Concomitant drugs added. Event severe physical injuries replaced with more specific events. New events added: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection(other)describe: pelvic, hormonal changes, autoimmune disorder, malposition of essure/ migration of essure, rashes or skin conditions, bladder or urinary problems or changes, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain/pain, abdominal pain, vaginal discharge, vision/eye problems, fatigue, weight gain / loss, hair loss, acute anemia, hgb 3.7 from vaginal bleeding; chf due to anemia., urinary infection, apareunia (inability to have sexual intercourse ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure/ migration of essure"), pelvic infection ("infection(other)describe: pelvic"), genital haemorrhage ("abnormal bleeding (general)"), cardiac failure congestive ("chf due to anemia"), anaemia ("anemia") and haemorrhagic anaemia ("acute anemia, hgb 3.7 from vaginal bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1998, (B)(6) 2007, (B)(6) 2008), urinary tract infection and breast reduction. Concurrent conditions included morbid obesity, dysuria, urinary frequency, abdominal pain lower, uterine fibroid, lightheadedness, nausea and bacterial vaginosis. Concomitant products included ascorbic acid, bactrim (bactrim ds), docusate sodium (colace), ferrous sulfate, medroxyprogesterone (depo provera) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, 5 years 6 months after insertion of essure, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cardiac failure congestive (seriousness criterion medically significant), anaemia (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), iron deficiency ("autoimmune disorder: iron deficiency"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), alopecia ("hair loss"), urinary tract infection ("urinary infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), skin disorder ("rashes or skin conditions"), vaginal infection ("infection (bladder, urinary tract/vaginal) type: vaginal infections"), hot flush ("hormonal changes describe: hot flashes"), dry skin ("rashes or skin conditions type: dry skin"), cystitis ("infection (bladder, urinary tract/vaginal) type: bladder infections"), eczema ("rashes or skin conditions type: eczema"), headache ("headaches") and back pain ("back pain"). The patient was treated with surgery ((B)(6) 2015- she had hysterectomy with bilateral salpingectomy and oophorectomy minilaparotomy, cysto). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic infection, anaemia, haemorrhagic anaemia, iron deficiency, menorrhagia, rash, bladder disorder, urinary tract disorder, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, weight decreased, alopecia, urinary tract infection, female sexual dysfunction and hormone level abnormal had not resolved, the genital haemorrhage, cardiac failure congestive, skin disorder, vaginal infection, hot flush, dry skin, cystitis and eczema outcome was unknown and the vaginal haemorrhage, vaginal discharge, headache and back pain had resolved. The reporter considered allergy to metals, alopecia, anaemia, back pain, bladder disorder, cardiac failure congestive, cystitis, device dislocation, dry skin, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhagic anaemia, headache, hormone level abnormal, hot flush, iron deficiency, menorrhagia, pelvic infection, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy urine test: negative. Findings: normal uterine cavity except for arcuate nature of the uterine cavity noted. No filler spill into the fallopian tubes and essure is present bilaterally. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received: new events: hot flush, cystitis, vaginal infection, eczema, back pain, headache were added. Reporter information, product stop date added. Previously reported event vaginal discharge, vaginal haemorrhage outcome updated and previously reported event autoimmune disorder updated to iron deficiency. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure/ migration of essure"), pelvic infection ("infection(other)describe: pelvic"), genital haemorrhage ("abnormal bleeding (general)"), cardiac failure congestive ("chf due to anemia"), anaemia ("anemia") and haemorrhagic anaemia ("acute anemia, hgb 3.7 from vaginal bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6)1998, (B)(6)2007, (B)(6)2008), urinary tract infection and breast reduction. Concurrent conditions included morbid obesity, dysuria, urinary frequency, abdominal pain lower, uterine fibroid, lightheadedness, nausea and bacterial vaginosis. Concomitant products included ascorbic acid, bactrim (bactrim ds), docusate sodium (colace), ferrous sulfate, medroxyprogesterone (depo provera) and paracetamol (tylenol). On (B)(6)2009, the patient had essure inserted. On (B)(6)2014, 5 years 6 months after insertion of essure, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cardiac failure congestive (seriousness criterion medically significant), anaemia (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), iron deficiency ("autoimmune disorder: iron deficiency"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), alopecia ("hair loss"), urinary tract infection ("urinary infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), skin disorder ("rashes or skin conditions"), vaginal infection ("infection (bladder, urinary tract/vaginal) type: vaginal infections"), hot flush ("hormonal changes describe: hot flashes"), dry skin ("rashes or skin conditions type: dry skin"), cystitis ("infection (bladder, urinary tract/vaginal) type: bladder infections"), eczema ("rashes or skin conditions type: eczema"), headache ("headaches") and back pain ("back pain"). The patient was treated with surgery ((B)(6)2015- she had hysterectomy with bilateral salpingectomy and oophorectomy minilaparotomy, cysto). Essure was removed on (B)(6)-2015. At the time of the report, the device dislocation, pelvic infection, anaemia, haemorrhagic anaemia, iron deficiency, menorrhagia, rash, bladder disorder, urinary tract disorder, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, weight decreased, alopecia, urinary tract infection, female sexual dysfunction and hormone level abnormal had not resolved, the genital haemorrhage, cardiac failure congestive, skin disorder, vaginal infection, hot flush, dry skin, cystitis and eczema outcome was unknown and the vaginal haemorrhage, vaginal discharge, headache and back pain had resolved. The reporter considered allergy to metals, alopecia, anaemia, back pain, bladder disorder, cardiac failure congestive, cystitis, device dislocation, dry skin, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhagic anaemia, headache, hormone level abnormal, hot flush, iron deficiency, menorrhagia, pelvic infection, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.5 kg/sqm. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion pregnancy urine test: negative. Findings: normal uterine cavity except for arcuate nature of the uterine cavity noted. No filler spill into the fallopian tubes and essure is present bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure/ migration of essure"), pelvic infection ("infection(other)describe: pelvic"), genital haemorrhage ("abnormal bleeding (general)"), cardiac failure congestive ("chf due to anemia"), anaemia ("anemia"), haemorrhagic anaemia ("acute anemia, hgb 3.7 from vaginal bleeding") and autoimmune disorder ("autoimmune disorder") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (on (B)(6) 1998, on (B)(6) 2007, on (B)(6) 2008), urinary tract infection and breast reduction. Concurrent conditions included morbid obesity, dysuria, urinary frequency, abdominal pain lower, uterine fibroid, lightheadedness and nausea. Concomitant products included ascorbic acid, bactrim (bactrim ds), docusate sodium (colace), ferrous sulfate, medroxyprogesterone (depo provera) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, 5 years 6 months after insertion of essure, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cardiac failure congestive (seriousness criterion medically significant), anaemia (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), alopecia ("hair loss"), urinary tract infection ("urinary infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and skin disorder ("rashes or skin conditions"). The patient was treated with surgery on (B)(6) 2015- she had hysterectomy with bilateral salpingectomy and oophorectomy minilaparotomy, cysto). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic infection, anaemia, haemorrhagic anaemia, autoimmune disorder, vaginal haemorrhage, menorrhagia, rash, bladder disorder, urinary tract disorder, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, weight decreased, alopecia, urinary tract infection, female sexual dysfunction and hormone level abnormal had not resolved and the genital haemorrhage, cardiac failure congestive and skin disorder outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, autoimmune disorder, bladder disorder, cardiac failure congestive, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhagic anaemia, hormone level abnormal, menorrhagia, pelvic infection, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy urine test: negative. Findings: normal uterine cavity except for arcuate nature of the uterine cavity noted. No filler spill into the fallopian tubes and essure is present bilaterally. Most recent follow-up information incorporated above includes: on 13-mar-2018: plantiff fact sheet received. Outcome of following events updated to non recovered not resolved. Abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection(other)describe: pelvic, hormonal changes, autoimmune disorder, malposition of essure/ migration of essure, rashes or skin conditions, bladder or urinary problems or changes, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),vaginal discharge, vision/eye problems, fatigue, weight gain / loss, hair loss, acute anemia, hgb 3.7 from vaginal bleeding; chf due to anemia., urinary infection, apareunia (inability to have sexual intercourse. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.